Event description:
Customer stated the cardioside would alarm and turn off. The fst observed a problem concerning the power supply. This is the only information we have right now. Reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). This report was issued due to a malfunction of a life-sustaining device. The fst replaced the power supply from stock. Tested system to factory specs and it tested ok. The investigation of the replaced component will start as soon as the device is returned for evaluation. A supplemental medwatch will be submitted if new information becomes available.